Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis with peritoneal dialysis(pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection (inj) vancomycin (1 gram, stat), inj amikacin (100 milligram, once daily) and inj fortum (1 gram, once daily) intraperitoneally for peritonitis. It was unknown if patient recovered from the event of peritonitis. Action taken with dianeal therapy was unknown. No additional information is available at this time. This is report 3 of 3 involved in this peritonitis event.